Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was emergency room due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was 806 mg/dl and insulin pump received no delivery alarm. The customer¿s blood glucose level at time of incident was 806 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears normal. Based on customer¿s report customer does not allege insulin pump was under delivering. Customer reports that the infusion set cannula was bent. The insulin pump will not be returned for analysis.